Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm. The flapper valve was disengaged. The reported condition was confirmed. Replication of disengaged flapper valve and seal may occur if excessive force is applied when inserting or removing the obturator or instrument. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, prior to use in a tep procedure, they found liquid attached to the sponge, however the device was used on the patient. When a competitor's mesh was inserted through the trocar, the trocar could have been damaged. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.